Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the right ventricular (rv) lead had been capped and replaced due to lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and the lead integrity alert was triggered. The lead was capped and replaced. No patient complications were reported as a result of this event.